Event description:
The patient was undergoing hysteroscopy, dilation and sharp uterine curettage and attempted uterine ablation. During the procedure, they used a hta hysteroscope. The physician deployed the safety feature to verify good seal. While doing so, the machine indicated a deficit of fluid. After multiple times of re-accommodating the device, they proceeded to continue procedure. The device continued indicate that there was a deficit of fluid. Physician removed disposable portion of the device and replaced with a new one. Multiple times the safety feature deployed indicated deficit in fluid. At this time the hta device was removed. They concluded the procedure with no complications.